Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had developed a suspected infection at the pocket site which the physician believed was not device related. It was believed to be a superficial ulcer caused by the tape used and was aggravated by the patient's use of a back scratcher over the area. The patient was on antibiotic treatment.